Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the device had inoperative buttons on channel a. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There is no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem was confirmed and reproduced during evaluation. The assignable cause was determined to be trace of fluid inside the pump. The keypad on channel a was replaced to fix the reported condition. According to a service history review, the previous servicing did not contribute to the reported problem. A device history review revealed no abnormalities discovered during manufacturing.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.